Manufacturer narrative:
Concomitant products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0436885v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-45, lot# j0436885v, implanted: (B)(6) 2004, product type: lead.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient's system was working sporadically because the battery was dying. The hcp met with a manufacturer representative on (B)(6) 2015 and it was recommended that the patient replace their device with a newer system. The hcp spoke with the patient and they had their device replaced. It was noted that the patient's implantable neurostimulator (ins) works fine now.

Event description:
It was reported that the patient sometimes felt stimulation and sometimes he did not feel stimulation. Sometimes stimulation felt weak. Since he got the device, nobody had checked it. The patient wanted a manufacturing representative (rep) to check his device at his primary healthcare provider (hcp) since he did not have a device management hcp. The patient had an appointment with his primary hcp today. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider reported that the spinal cord stimulator (scs) was not working and was working sporadically. The stimulation issues started around 2013. The patient was indicated for degenerative discdisease and herniated disc pain.

Manufacturer narrative:
Concomitant products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-45, lot# j0436885v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-45, lot# j0436885v, implanted: (B)(6) 2004, product type: lead. (B)(4)